Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2014-03102 and 1627487-2014-03106. It was reported one of the patient's scs leads has invalid impedance values and the patient is no longer receiving low back and left leg stimulation. An sjm representative was unable to resolve the issue with reprogramming as auto-reduction occurred. It was reported the patient's other scs lead has low impedance values; however, the lead is providing effective stimulation to its intended area. At this time, it is unknown which lead is not providing effective stimulation; therefore, both are being reported. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.